Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose level was 143mg/dl. Reportedly the customer continued to use the pump for insulin therapy.